Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in-clinic with far-field r-wave oversensing observed on the implantable cardioverter defibrillator. No other electrical anomalies were noted. Programming modifications were performed. There were no noted adverse consequences to the patient as a result of the event.